Manufacturer narrative:
(B)(4). Additional information received: on what tissue type was the device used? At what location on the tissue? Sigmoideum. Was buttressing material utilized? If so, which product? None. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? The force to close the instrument was noticed as lower than normal. Was there any difficulty removing the device from the tissue? No. How was the bleed on the rectum noticed? The day after the patient bleed from the rectum and they examined with a rectoscope. Since there was bleeding: how much blood did the patient lost? U/n. Was a transfusion required? No. Is the performed relieving stoma temporary or permanent? Temporary stoma. What is the age and sex of the patient? Female age about 45-50. What is the current status of the patient? Last I spoke to the surgeon she was doing well but still hospitalized (a week ago). Is there any other additional information you would like to share about this device or procedure? No. What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? They saw the orange part of the trocar and they felt and heard a click, when the two parts were attached. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Bottom/thin. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Crunch and the lever was fully compressed. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? All of the mentioned steps were performed and everything was fine.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2015.

Event description:
It was reported that after a laparoscopic sigmoideum procedure, the operation went well. "But after firing the stapler, the very experienced surgeon told me that he didn¿t feel the resistance and the stapler was fully closed. The next day, the patient started to bleed a lot from the rectum. They did a scope into the rectum and they discovered bleeding from the hole of the stapler line. The patient was re-operated on, and the anastomosis was removed and a new one was made plus a relieving stoma. They looked at the removed anastomosis and they discovered that only the outer staple line was b formed staplers and the inner staple line was not formed correctly." The procedure was converted to open. The patient is now stable. One device was discarded.

Manufacturer narrative:
(B)(4). Additional information received: photographs: the shapes of the visible ¿b¿ form staples indicate that the device did not complete a full firing stroke or was not dialed down so that the indicator was in the green range. Possible other causes of unformed staples while delivering a full firing stroke are that the device may have been loaded with too much tissue or was unevenly loaded keeping the device from completing the stroke. Conclusion: based on the photo evidence of the subject ecs29a, the root cause of the complication cannot be determined. Possible causes are listed above, but hands on analysis of the device should be able to determine the root cause of the issue.